Manufacturer narrative:
While troubleshooting the issue, service discovered the waste liquid tube had come loose. The waste tubing was reconnected. However, when the module started, smoke was observed. Further troubleshooting by service discovered that the switch, assy, waste pump pressure (rohs) was faulty, causing the waste tubing to pop off and leak onto the bd, fluidics distribution (rohs) which caused the board to short and smoke. The j19 connector was found to be burnt. Service replaced the bd, fluidics distribution (rohs) and switch, assy, waste pump pressure (rohs) and deemed both parts the cause for the issue. A review of the (B)(6) service history, revealed no additional issues of leaking and smoke and charring/burn part (s) on the (B)(6). The 2025 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke and charring/burn observed was limited to the j19 of the bd, fluidics distribution (rohs) due to the damaged switch, assy, waste pump pressure (rohs) leaking onto the bd, fluidics distribution (rohs); the smoke and charring/burn did not spread to other parts of the module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a vacuum system error on the architect i1000sr instrument. The customer stated that after refilling the buffer and discarding the waste liquid, there was a leak from the left side of the device. The lower side of the buffer tank was dripping. The customer reconnected the waste liquid tube connection that came loose and performed flush. When the measurement was resumed, smoke started coming out. The smoke was coming out from the back of the cell stocker. The smoke stopped when they stopped the measurement. The cause was determined to be a hose that had come loose due to a fault of the waste liquid pressure switch. There was no impact to analytical / patient result data, patient management or user safety.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a vacuum system error on the architect i1000sr instrument. The customer stated that after refilling the buffer and discarding the waste liquid, there was a leak from the left side of the device. The lower side of the buffer tank was dripping. The customer reconnected the waste liquid tube connection that came loose and performed flush. When the measurement was resumed, smoke started coming out. The smoke was coming out from the back of the cell stocker. The smoke stopped when they stopped the measurement. The cause was determined to be a hose that had come loose due to a fault of the waste liquid pressure switch. There was no impact to analytical / patient result data, patient management or user safety.